Manufacturer narrative:
Correction: g4 premarket identification: device bla: p030016 to PMA/510(k): p030016, initially reported PMA/510(k) number in the wrong field. (B)(4).

Manufacturer narrative:
H6- device evaluation: lens was returned with moisture in microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. In a separate visit the lens was explanted. Cause of the event was reports as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5- per updated information a replacement lens of longer length was implanted in a separate visit. Claim # (B)(4).